Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019. The manufacture's technician confirmed the reported issue. The technician spoke to customer and reviewed proper testing on page from the service manual. The technician advised the customer of the needed part (da board) and part numbers to repair the issue. The customer states the part was ordered and the unit now functions without issue. Due to no part returned for failure investigation; the root cause could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the unit was failing pressure test. There was no patient involvement.